Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to the reported event with the instrument could not be replicated nor confirmed. There were no visible frayed wires. The instrument moved intuitively with full range of motion in all directions. A visual internal and external inspection was performed no issues were found. Manual articulation was performed and passed. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.